Manufacturer narrative:
E1: reporter phone number and email were not available manufacturer's investigation conclusion: the reported event of damage to various parts of the returned mobile power unit (mpu) (serial number: (B)(6)) was confirmed. The returned unit was evaluated at european distribution center revealing that manipulation of the patient cable rubber encasing showed that it was loose due to a gap being observed between the plastic lemo connectors and the rubber. The aa batteries leaked acid inside the battery compartment; the leaked acid was observed to be covering the battery contacts. Further inspection also revealed that the red battery strap was frayed and that the door of the battery compartment was slightly cracked. The damaged parts were replaced and the unit was then functionally tested without any issues. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 06 feb 2017. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the mobile power unit had loose rubber encasing on the patient cable, as well as a frayed battery holder, and a cracked battery door. Two of the batteries had also leaked into the battery holder.